Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 556 mg/dl, 184 mg/dl, 104 mg/dl and 101 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.